Event description:
It was reported that the patient received inappropriate therapy. In addition, it was noted that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead. The rv lead currently remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: d394vrg, serial# (B)(4). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2014, sensing integrity counts up to 154; vt-high rate episodes with evidence of lead noise oversensing. No evidence of inappropriate shock therapy with current save-to-disk file. On the week of (B)(6) 2014, rv pacing impedance measured 1235 ohms which has been trending at 400 ohms. Rv lead integrity warning occurred on (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days and rv lead impedance variation in last 60 days.